Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was replaced. Postoperatively effective therapy was reported.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was initially reported that patient was unable to communicate with he patient programmer even after several attempts of trouble shooting. The system was further interrogated by the company representatives and found that the ipg was inoperable. Patient is deciding whether to have a surgical intervention or not .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.